Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with a pd patient's treatment. There as an air detected in cassette warning during drain 2 of 3. Air bubbles were found in the drain line. Fluid was discovered on the external of the cassette. Fluid leaked from possible hole on the back side of the tubing inside the cassette area. Patient was advised to inform pd nurse of the incomplete treatment. In a follow up, the patient's pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient was able to do manual treatments while waiting for a new cycler, which the patient did received and has been doing treatments with no further issues. The cycler is available to return for analysis. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with a pd patient's treatment. There as an air detected in cassette warning during drain 2 of 3. Air bubbles were found in the drain line. Fluid was discovered on the external of the cassette. Fluid leaked from possible hole on the back side of the tubing inside the cassette area. Patient was advised to inform pd nurse of the incomplete treatment. In a follow up, the patient's pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient was able to do manual treatments while waiting for a new cycler, which the patient did received and has been doing treatments with no further issues. The cycler is available to return for analysis. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.